Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change on the ilet, the user received an ¿unable to proceed¿ error during the fill tubing step, after which a dry run succeeded and the supply change was completed following replacement of the connector and infusion set; the user employs a cartridge-down infusion set and reported connector lot 36100. Symptoms included hyperglycemia, with a reported highest blood glucose of 340 mg/dl. Outcomes included temporary interruption of insulin delivery and the need for troubleshooting and education, without hospitalization. Investigation included product use review, user troubleshooting with guided dry run, and component replacement. Investigation of this case revealed that replacing the connector and infusion set resolved the error, consistent with a transient occlusion or flow restriction during tubing fill associated with external disposable components. It was concluded, based on previously established findings for similar reports, that the cause was user-related or component-related factors external to the pump.